Event description:
The reporter indicated that smart tracking option could not be turned off; the value was "stuck" at 185. She stated that during programming she had dropped the programming wand and received a message, however, she doesn't remember what the message said. In the lab, the same brady parameters were produced and the highest smart tracking value is 115. She performed a back-up reset and reprogramming; it was successful.